Event description:
Patient received a shelhigh graft for a femoral-popliteal graft revision -originally done approximately 1 year prior- in 2005. Patient developed clear drainage from the incision site on post-op day 4. The drainage was persistent and was treated for 6 days with IV antibiotics and wound care; discharged home ten days later. Patient returned sixteen days later, with a thrombosis of the femoral-popliteal bypass graft. Two areas of the bypass graft were found to be significantly stenosed. Discharged home on the following month. Patient returned six days later with a popliteal wound seroma that was evacuated surgically. Wound cultures grew mrsa. Discharged nine days later after IV antibiotics. Patient returned in 2006 with another occlusion of the graft site. Five days later, the old vein graft was removed and replaced.